Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an automated peritoneal dialysis set was damaged with the patient line connector holding on by a thread. The damage was found during initial drain on a homechoice (hc) machine, after the home patient (hp) had connected. The technical service representative (tsr) assisted the hp in ending therapy and starting over with new supplies. During follow up with the caregiver (cg), the cg clarified that the issue was with a damaged patient line and not a disconnected solution bag. The cg stated that there were no issues with the transfer set. The cg stated that the hp is fine and has been able to continue with peritoneal dialysis therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.